Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. At the time of this report, it was noted that nothing was in the pump the patient was in the emergency room with symptoms of nausea, weakness, jittery, nightmares, diarrhea, lethargy, the symptoms were described as gradual and had started a week prior to this report date. The pump had been empty for a while now. Patient felt that the symptoms he was having were the same as the ones he experienced last time when the pump ran out of drug in (B)(6) 2016. The hcp had not heard any alarm and patient did not mention any alarms. No troubleshooting was performed. The hcp wanted a manufacturing representative to be paged so they can check the pump. It was reviewed that the rep would only be able to check the reservoir volume and pump status. It was also reviewed that if the pump has been dry since (B)(6) then the status of the pump should not have any effect on the patient's status. The hcp was advised to contact the managing physician to see if the pump was truly dry back in (B)(6). A consumer later indicated that they spoke with the patients hcp in december and decided to stop using the pump because they were having such a hard time finding an hcp to maintain/ refill the pump. They were told the pump would go empty in (B)(6) and they would turn it off. They had moved to another state and on (B)(6) 2016, the patient started to get sick like withdrawal. The patient was in the emergency room and they want someone to come out and check the pump to verify it is empty and turned off to rule it out. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.